Manufacturer narrative:
D9: date returned to MFR; 3/18/2026. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed; the cannula was found bent. The root cause is unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd (person with diabetes) changed the cleo 90 infusion set after receiving a line blocked alarm, and when the set was removed, the cannula was bent and not inserted. The pwd was able to change set successfully. No symptoms were reported.